Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and active exhalation control module needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and active exhalation control module needs to be replaced to address the issue. The solenoid valve was returned to the manufacturer's product investigation laboratory (pil) for investigation for allegedly failing testing and was unable to confirm the complaint. Pil concludes that the solenoid valve functioned as designed and operated without issue or error codes. Section h: evaluation results code grid, component code grid and conclusion code grid has been updated/corrected.